Manufacturer narrative:
(B)(4).

Event description:
The patient was in need of a pump refill but could not due to infection/sepsis. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.